Event description:
Additional information was received from the patient (pt). When asked what steps were taken to resolve the issue, they reported the manufacturer representative (rep) met with their daughter and got the problem worked out. It still needed a little fine tuning. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient's therapy didn't seem to be working, and it wasn't helping to reduce their symptoms by even 5%. The patient mentioned that they thought the stimulation was supposed to feel like a little shock that would let them know when to use the bathroom, but to them it felt like one long electric shock. The patient stated that it felt like it was sending a sharp signal, and the signal never went away. The patient gave the phone to their daughter, who confirmed the therapy was turned on and they already increased the amplitude twice since implant date. The patient was advised they could consider decreasing the amplitude if they felt any discomfort associated with the stimulation. The caller understood. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller mentioned that the patient already called the hcp's office and left a message. The patient mentioned that a nurse was supposed to call them and check in, but they had not gotten a call from them yet.